Event description:
The customer reported that this unit had difficulty acquiring 12-lead ECG. There was no report of pt impact.

Manufacturer narrative:
(B)(4): the customer reported that this unit had difficulty acquiring 12-lead ECG. There was no report of pt impact. The philips customer care solutions center worked with the customer to determine that the cause of this failure was the leads ECG cables which the customer agreed to replace to resolve this issue.